Event description:
It was reported that: "took out insert and implanted new constrained insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. The lot code for the reported device was not provided. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.